Manufacturer narrative:
(B)(4). Evaluation, results: (inaccurate placement).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 6.2 cm abdominal aortic aneurysm. The vessel morphology was reported as having no tortuosity with mild calcification. The aortic neck was reported as 25 mm in diameter with a 15-20 mm length. The left common iliac diameter was 15-17 mm. The right common iliac diameter is 15 mm. The stent graft moved distally after it appeared to be placed well. The cause of the movement is unknown. A proximal cuff was added to accommodate for the shift. No additional clinical sequelae were reported, and the patient is fine.